Manufacturer narrative:
The reported product is not expected to be returned as it is not required for further investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with a replacement of the abbott diabetes care (adc) device. The customer had initially report encountering a "signal loss" with adc device and a replacement device was ordered however, the replacement was not received therefore, the customer was unable to monitor his blood glucose. Consequently, the customer experienced dizziness, shortness of breath, abdominal pain, chest pain, lost all energy(lethargic), blood pressure 300+, and their glucose levels 400 mg/dl which was obtained on an unspecified device. The customer was unable to self-treat and was seen at hospital where they were hospitalized for an unspecified length of time. While in the hospital, the customer's reported symptoms were monitored and was provided unspecified treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.